Manufacturer narrative:
The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot #7068982.conclusion: without a sample, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that after an IV was started, the bd insyte¿ autoguard¿ bc shielded IV catheter safety device did not activate to cover the exposed needle. There was no report of injury or medical interventions.